Manufacturer narrative:
Additional information was received that there were high impedances noted on patient's leads. It was also noted that there was no lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing worsening pain due to scs not working and was using the cane for several months. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing worsening pain due to scs not working and was using the cane for several months. The patient will undergo a lead revision procedure.